Event description:
A system operator reports the laser stopped firing twice during surgery day performance testing. The system operator reset the system and was able to proceed. Then, during a procedure, the laser stopped firing again. The system operator hit ablate and the surgeon was able to complete the procedure without further issue. The system operator stated the surgeon was satisfied with the patient's outcome, and the pt was not harmed or injured by this event.

Manufacturer narrative:
Reporting of this complaint at this time is based on receipt of a letter from the FDA dated april 10, 2008 in which the agency informed alcon that complaint (event date: 2006) should have been reported as a serious injury MDR. As a result of that injury report, a 2-year reporting timeframe was initiated for all complaints of the same type. All complaint files for the ladarvision4000 were reviewed for this type of event starting the same day. This MDR filing is a result of that retrospective review. Determination of root cause: assessment: during the on-site investigation, the territory manager (tm) performed multiple test ablations and surgeries with no problems observed. The tm was unable to duplicate the laser not firing issue: however, identified the event in the surgery database. No parts were replaced or returned for eval, but the interlocks were reseated as a preventative measure. The tm also completed a successful system verification. Conclusion: based on this investigation and the results of prior investigations, the event was consistent with normal behavior of the thyratron technology and the root cause is most likely related to the thyratron.